Event description:
The customer reported that the balloon deflated and appeared to be pierced in some way. Covidien has attempted to gather further info related to this report. No response has been received as of today. This report is associated to the second occurrence reported on: MFR #2936999-2012-00093/(B)(4).

Manufacturer narrative:
No sample is expected to be returned for analysis for this report. A lot number has been provided and if significant info is identified from the lot history review then a summary of the findings will be provided in a supplemental report.